Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by hardware failure. The field service engineer removed and reattached 3m tape on it to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that had a remote manager failure which fell off of the fridge. The customer reported issue occurred when dispensing medication and delay in patient workflow. There were no adverse events or injuries reported based on this incident.